Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial/ batch: (B)(6).

Event description:
It was reported that the patient underwent a revision procedure wherein the lead was repositioned due to inadequate stimulation. The lead remains implanted and the patient was doing well postoperatively.